Manufacturer narrative:
(B)(4) date sent: 6/18/2026 d4 batch#: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any reported patient or user harm? No was there a significant delay? No attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is meant by "instrument locked out"? Were the jaws able to be open and closed, but it was difficult to open and close? Or was the device unable to be opened? Or was the device unable to be closed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the instrument locked out the first time it was used. There were no patient consequences.